Manufacturer narrative:
During preventative maintenance, the autopulse platform (sn (B)(6) failed functional testing due to user advisory (ua) 46 (software error). The root cause of ua46 was a failed processor board, likely due to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in march 2016 and is over 10 years old. Functional testing failed due to the ua46 error displayed upon powering up the platform. The ua46 error was cleared using the apvision3 software, and the processor board was reprogrammed; however, the error persisted. The processor pca assembly needs to be replaced to remedy the problem. The customer declined the service repair quote for this platform, and service was not performed. The autopulse platform was labeled with "not for clinical use" and returned to the customer. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During preventative maintenance, the autopulse platform (sn (B)(6) failed functional testing due to user advisory (ua) 46 (software error). No patient involvement.